Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the surgeon tried to pass a suture which loaded on a suture anchor (non-j&j product) through the rotator cuff, but the suture did not move smoothly at all, and an excessive force was loaded on the hook of the suture grasper, and the hook broke. The surgeon tried to remove the broken hook left in the body, but he had difficulty in removing and gave up removing eventually. It was also confirmed in the postoperative x-ray that the broken hook remained in the body. The patient had a hill-sachs lesion. The surgeon commented that the cause of this event was his technical error. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the tip assembly welded wire grasping was broken. Upon testing, the slider of the device was pushed to the various positions, and the grasping wire would extend slight and would not retract back in tube as intended. It seems like that a part of the grasping wire was separated or got broke. A manufacturing record evaluation was performed for the finished device lot number:7l58562, and no nonconformances were identified. Since the result of the functionality test and visual inspection, we can confirm this complaint. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 80 devices that were released to distribution. Based on the information provided, the cause can be related to an incorrect technique. The possible root cause for the experience reported by the customer could be attributed to the technique used or/and excessive force applied. As per IFU, snare should not be fully extended when pushing or pulling through tissue. Also, excessive force while using this instrument for tissue approximation is not recommended and may result in damaging the device. Follow the instructions to technique (suture retrieval and tissue-to-tissue). As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a bankart surgery for shoulder dislocation on (B)(6) 2021, it was observed that the hook on the ideal sutgrasper 60 degree device broke while passing a suture through the rotator cuff. The surgeon tried to remove the broken hook but was unsuccessful. Postoperative x-ray confirmed that the broken hook remained in the infraspinatus muscle; and that the patient had a hill-sachs lesion. The surgery was completed with over 30 minutes delay. The status of the patient post-surgery was unknown. The device was brand new and its first use at the surgery. No additional information was provided.